Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Manufacturer narrative:
(B)(4). We received one used (approximately filled to a quarter) easypump ii lt 60-30-s without packaging (contaminated with 5-fu). The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected on the sample. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not closed. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. The sample was filled up to the nominal volume (60 ml) with nacl 0.9% and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 60-30-s without original packaging. In as received condition, clamp clip is closed and no wing cap observed. Big top cap is opened. Discofix cap is observed. Crystallized residue present at cap valve. Additionally detected crystallized residue along the microbore tube. Analysis: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). No flow is observed. Complaint sample is dissected at section b (microbore tube, filter). Immediately observed flow of solution. The root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as not judgeable reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump-no flow. No flow or stop of infusion - 5fu.